Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-aug-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was malfunctioned. A field service engineer found that the doors 2 and 3 on the left side of the tower had been failing. Powered off the unit and replaced all latches on the left side with the new style latches to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. Customer stated that it took longer to get medications removed from the pyxis device. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.